Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this closed ventilation suction system did not suction efficiently. This was discovered about 6-8 minutes after use. The patient suffered a lung collapse and required bronchoscopy. No additional adverse patient effects were reported.